Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: background: it was reported by the sales rep via phone that during an unknown procedure the tap of three of the tap 7mm-8mm - milagro advance were dull. Another device was used to complete the procedure. No patient consequences or surgical delay was reported. The device is available to be returned for evaluation. Investigation summary: the milagro adv tap, 7-8mm (part #: 219496, lot #: 1908002) was received and evaluated at us cq. Upon visual inspection, there were no visual defects observed with the device. The device shows minimal wear without any physical damage consistent with the usage of the device, which has no impact on the device functionality. Hence, the reported condition cannot be confirmed. No definitive root cause can be determined based on the provided information. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field. Device history lot: product code: 219496. Lot number: 1908002. Mfg. Date: 6-jan-2020. A manufacturing record evaluation was performed for the finished device lot number (1908002), and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep via phone that during an unknown procedure the tap of three of the tap 7mm-8mm - milagro advance were dull. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device are available to be returned for evaluation.